Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the power supply unit (converter) failed due to the accidental failure of a component in the power supply unit, and as a result, the power to the examination lamp (xenon lamp) could not be supplied, and the lamp error e103 occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the convertor of power supply unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found the error e103 which indicated the subject device had broken down occurred on the subject device.the occurrence date of the event is unknown, and there was no report of patient injury associated with this event.